Event description:
The customer observed a false elevated architect stat troponin-I result generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer provided reference range: =0.03 ng/ml, critical range: =0.30 ng/ml. (B)(6) 2025 sid (B)(6) 29-year-old female patient: initial result = 0.82 ng/ml, new sample result = 0.01 ng/ml. Original specimen repeated on their other analyzer, and it resulted = <0.01 ng/ml. (B)(6) 2025 sid (B)(6) 33-year-old male patient initial result = 0.38 ng/ml, result 2 hours later = 0.01 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect i1000sr processing module (integrated) to architect stat troponin-I. MDR number 1415939-2026-00002 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated architect stat troponin-I result generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer provided reference range: <=0.03 ng/ml, critical range: >=0.30 ng/ml 06nov2025 sid (B)(6) 29-year-old female patient: initial result = 0.82 ng/ml, new sample result = <0.01 ng/ml original specimen repeated on their other analyzer, and it resulted = <0.01 ng/ml 12nov2025 sid (B)(6) 33-year-old male patient initial result = 0.38 ng/ml, result 2 hours later = <0.01 ng/ml no impact to patient management was reported.